Manufacturer narrative:
The field application specialist performed precision studies on the affected analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for estradiol. All erroneous results were reported outside of the laboratory. The sample initially resulted as >3000 pg/ml accompanied by a data flag. The sample was then repeated with an automatic dilution, resulting as 185 pg/ml. The sample was repeated a second time with no dilution and it resulted as 8.5 pg/ml. The sample was also repeated a third time with no dilution and it resulted as 19.3 pg/ml. The customer does not know which result is correct. The patient was not adversely affected. The estradiol reagent lot number was 18555701, with an expiration date of 02/29/2016. The field service representative determined that there may have been a blockage of the flow path, causing a pipetting inaccuracy. He performed precision studies with both manual and automatic dilutions. These precision studies were within specification.

Manufacturer narrative:
The analyzer was checked for potential contamination and no physical contamination was seen on the instrument itself. It was noted that the instrument will be replaced. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
The field service representative adjusted a spring for better ground contact on the reagent carousel of the analyzer. The customer has not reported any further issues.